Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the ampulla, performed on (B)(6) 2020. According to the complainant, during the procedure, outside the patient, it was noticed that the pigtail of the stent was broken. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.